Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's reservoir area always leak insulin which casing screen to quit and there was lines across the screen until the area was dry. Customer stated that the insulin had to change battery 2 times a day. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. (B)(4).